Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, the surgeon felt that the surgeon side console (ssc) camera pedal was more difficult to press compared to the da vinci xi system. This reported issue caused a delay in camera control, unintended instrument motion, workflow inefficiencies, and greater cognitive load during cases. There were four noted instances across two cases where the surgeon thought he had pressed the camera pedal and instead moved his instruments. The procedure was completed with no injury/harm to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no injury/harm to the patient. The procedure was completed using the same ssc.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.